Manufacturer narrative:
Pt info: requested, not provided. Date of event: requested, not provided. Expiration date - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported the glidesheath 5/6 slender sheath kinked to the side, after the physician inserted the sheath into the radial artery and removing the dilator in preparation for a left heart catheterization. The sheath kinked where the hub of the sheath and the sheath body are joined. The physician manually straightened out the kink and secured it with a transparent dressing to hold it in place. The case was completed without incident. The procedure outcome and patient condition were reported to be unknown.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.